Manufacturer narrative:
Combination product: yes the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: during follow up, increased shock impedance seen on ICD lead and noise seen on atrial lead. This ra lead was explanted.